Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 5fr sheath after a diagnostic coronary angiogram. Reportedly, the proglide was flushed prior to the procedure. Once introduced into the patient, there was no marker lumen flow. The device was removed and attempted to be flushed again but would not flush. Hemostasis was achieved with another proglide device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.